Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic reaction") and pelvic adhesions ("adhesions"). The patient was treated with surgery (bileteral salpingectomy, hysterectomy ). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, menorrhagia, hypersensitivity and pelvic adhesions outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia and pelvic adhesions to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2010, (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received- new event device migration, fallopian tube perforation, dysmenorrhea, menorrhagia, allergic reaction and adhesions were added. Case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.